Manufacturer narrative:
Reliability analysis inspected 2 opened/used infusion sets and performed hand prime using a new lab reservoir. One of 2 infusion sets found occluded at qr connection needle site; unable to confirm occlusion due to customer returned opened/used. Remaining 1 of 2 infusion sets pass per spec. No occluded anomalies found during analysis. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of excessive no delivery alarms from the infusion set. The customer's blood glucose reading was 267 mg/dl. The customer stated that the alarm occurred during bolus and basal. The customer stated that the no delivery alarm was recurring. The customer was assisted in performing 5.0 unit fixed prime. The customer stated that insulin did exit. The customer stated that the cannula was bent. The customer was advised to return the infusion set.